Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Bleeding is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2023 a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2023 the patient experienced heavy bleeding from the stoma during the night, which required blood reserves due to a decreased hemoglobin. Later, the patient had another "coagul" event in the oral cavity in which it was suspected that the patient must have bitten the inside of the cheek. Hemoglobin level was still low despite blood transfusions and another blood transfusion was required. It was reported that the patient bit the tongue again and multiple physicians suspected the patient has nocturnal episeizures. Approximately (B)(6) 2023, the patient's general condition deteriorated with blood in the stool and could not be discharged. A gastroscopy was postponed and there was bleeding from the stoma site was suspected. On (B)(6) 2023, the patient's hemoglobin decreased further. Duodopa therapy was stopped and the peg tube remained implanted for tube feeding. At the time of report, there was no device allegation for the bleeding and the etiology and location of the bleeding was unknown; however, abbvie has chosen to conservatively report this complaint.